Event description:
It was reported that the pt never had therapeutic effect since implant. Approx (B)(6) ago, the health care provider (hcp) had indicated that the "catheter is plugged from the get go". An increase in dosage was done a couple of weeks after the implant. Later, the hcp tested the pump and it showed that pump was turning, thus concluded an occlusion in the catheter. Pt's status was unk. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).